Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r oversensing resulting in inappropriate mode switch and competitive atrial pacing on the pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.